Manufacturer narrative:
Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider in which an intera 3000 hepatic artery infusion pump did not flow during a 14 day interval (30 ml of infusate was infused in the pump, and 30 ml of infusate was returned). They put a heating pad on the pump "for a bit" and it resumed function. Incident date was not reported. It was later reported by the healthcare provider that the patient under a different physician's care, therefore the reporting healthcare provider did not have and could not provide any patient information, including serial number, incident date, or patient identifer.